Event description:
The poly portion of the patella has detached from the metal back. Products are still implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.